Event description:
A customer in germany notified biomérieux of obtaining suspected false positive results when testing patient¿s samples with vidas® sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008141730, expiry date = 11-jun-2021). The patient was a (B)(6) female. (B)(6). There is no indication from the customer that this event impacted the patient state of health. A biomérieux internal investigation has been initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
An investigation was opened following a german customer's report of suspected false positive results observed when testing a patient sample on vidas® sars cov-2 igm lot 1008141730. The sample was positive on vidas sars cov-2 igm 3 times but negative for igm in a reference lab. It was also vidas sars cov2 igg negative. This sample had high levels of rheumatoid factor. Investigations: device history record. The review did not highlight any issue during the manufacturing, control and packaging processes of vidas sars cov-2 igm lot 1008141730. Tests performed by the complaints laboratory: customer material: the patient's sample was returned for investigation. Control chart analysis: analysis was carried out for six (6) internal samples using seven (7) batches of vidas sars cov-2 igm assay including the lot mentioned by customer 1008141730. The analysis showed that the samples comply with the expectations and vidas sars cov-2 igm batch 1008141730 is in the trend compared to the other lots. Specificity testing: a specificity test on 30 sera/plasmas biobank samples was launched at the complaints laboratory, testing three (3) batches of vidas sars-cov-2 igm including customer's batch 1008141730 (10 serums/plasmas per batch). These samples were taken before the covid-19 pandemic started so were expected to be negative. Of the 10 serums/plasmas tested using the client's batch 1008141730, the results ranged from 0.05 to 0.62 vt (negative results). Test on returned patient sample using vidas: the complaints laboratory tested the returned patient sample on three (3) lots of vidas sars cov-2 igm 1008090880, 1008366880 (more recent batch) and customer batch 1008141730. A positive result was obtained on batches 1008090880 and 1008141730. Test on returned patient sample using method of detection of rheumatoid factor: the sample gave a negative interpretation using rhumalatex biosynex fumouze but a positive one using polyartitre biosynex fumouze. This could be due to its rheumatoid factor type. Test on patient sample using and external laboratory: the patient sample was sent an external laboratory to be tested using a competitor method nova-lisa igm and gave a negative result. Root cause analysis and conclusion: the complaints laboratory reproduced the positive result on the patient sample using 2 batches of vidas sars cov-2 igm but did not reproduce the positive result when testing negative samples collected before the pandemic on vidas sars cov-2 igm with the lot 1008141730. Based on the context of the patient, the root cause could be linked to the presence of rheumatoid factor in the sample. Rheumatoid factor was identified as potentially interfering substance in the studies conducted during the development of the product. It was determined that, even with the addition of a substance in the manufacturing of vidas sars cov-2 igm for neutralizing the impact of this abnormal protein, it is still possible to have some remaining cross-reaction depending on the rheumatoid factor type or its concentration. According to investigation outcomes, there is no reconsideration of the performance of vidas sars cov-2 igm batch 1008141730.